Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant medical products: e1 vanguard as tibial bearing, catalog #: ep-189046, lot #: 755680. Vanguard cr ilok femoral, catalog #: 183002, lot #: 881460. Biomet cc cruciate tray, catalog #: 141232, lot #: j3592315. Palacos bone cement, catalog #: 00111314001, lot #: 79894391. Palacos bone cement, catalog #: 00111314001, lot #: 79894391. Reported event was unable to be reviewed with the limited information provided. Device history record (DHR) was reviewed with no deviations identified. Root cause could not be determined with information available. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-09700, 0001825034-2018-11280, 0001825034-2018-11278. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Concomitant medical products: vanguard femoral component right, catalog # 183002, lot # 881460; biomet cc tibial tray, catalog # 141232, lot # j3592315. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient is experiencing pain, swelling, limited range of motion, balance issues with restrictions on activities. It is now also reported that the patient's implant is making an audible noise when the knee is bent.

Manufacturer narrative:
Concomitant medical products: palacos bone cement, catalog #: 00111314001, lot #: 79894391, palacos bone cement, catalog #: 00111314001, lot #: 79894391. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical product: unknown vanguard femoral, cat#: unknown lot#: unknown. Unknown vanguard tibial tray, cat#: unknown lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient is experiencing pain, swelling, limited range of motion, balance issues with restrictions on activities. Attempts have been made and no further information has been provided.